Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow-up two days post implant the atrial lead sensing and pacing values had worsened. X-ray revealed dislodgement of the lead. During revision of the lead no stable impedance or threshold values could be established. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Blood was observed on the sleevehead of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.